Event description:
After invisalign treatment was completed, dentist found a cracked tooth. Now I have to pay for a crown to replace the crack portion of the tooth. Do not recall feeling pain or discomfort for me to notice the cracked tooth.